Event description:
It was reported that during a neurovascular procedure, the operator used a microcatheter to deploy the subject flow diverter. When the operator attempted to retract the subject flow diverter to reposition, resistance was encountered and the subject flow diverter could not be completely retracted into the microcatheter. The subject flow diverter along with the microcatheter were retracted into in the intermediate catheter and removed from the patient's vascular anatomy. The subject flow diverter and microcatheter were replaced and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 summary attached - updated h3 device evaluated by mfg ¿updated h4 manufacturing date ¿ added d4 expiration date - added due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The device returned together with microcatheter. The subject stent was deployed on the table. The stent was found to be deployed. The stent was found to be deformed with frayed braid edges. The distal section of the sdw (stent delivery wire) was found to be kinked/bent. The stent introducer sheath was not returned. Functional inspection: flow diverter stent difficult/unable to re-capture into microcatheter test ¿ unable to perform as the stent was found to be deployed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on the returned device. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was no indication of a user related issue. The anatomy was reported to be moderately tortuous. The user used a intermediate catheter to remove the flow diverter system. The operator found the tip of microcatheter was kinked/deformed. The flow diverter was deployed on the table. Replaced the microcatheter and flow diverter with new ones to continue the procedure. There was no clinical consequence to the patient due to the reported event. Analysis of the returned device found the stent had been deployed on the table after the procedure. It was confirmed that the stent was deformed with frayed braid edges. The distal section of the sdw was found to be kinked/bent which may indicate a force was used during the procedure. The introducer sheath was not returned to site for analysis. The patients anatomy was reported to be moderately tortuous which most likely contributed to the reported event. An assignable cause of procedural factors will be assigned to the reported ¿flow diverter stent difficult/unable to re-capture into microcatheter¿ in addition to the as analyzed 'stent deformed' and 'sdw kinked/bent' as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during a neurovascular procedure, the operator used a microcatheter to deploy the subject flow diverter. When the operator attempted to retract the subject flow diverter to reposition, resistance was encountered and the subject flow diverter could not be completely retracted into the microcatheter. The subject flow diverter along with the microcatheter were retracted into in the intermediate catheter and removed from the patient's vascular anatomy. The subject flow diverter and microcatheter were replaced and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.